Event description:
It was reported that the patient was experiencing pain at the ipg site and was not getting an adequate pain relief from the spinal cord stimulator (scs). The patient underwent an scs system explant procedure. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7077303/7082957.